Manufacturer narrative:
Device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information provided to date. Operator of device: is patient/consumer.

Event description:
It was reported that after troubleshooting cassette on pump, the no disposable alarm still would not clear. The cassette was thrown away. The cassette was tried on two pumps without success. There was no patient injury reported.